Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose ranged from 380-560 mg/dl. After the current alarm, the occlusion was cleared and a new infusion set was inserted. Insulin delivery was resumed. Reportedly, customer consulted a healthcare provider about different types of infusion sets.